Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026.the blockage was at the site. The event occurred within three hours of insertion. No further information available.